Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a walled off pancreatic necrosis (wopn) during a stent placement procedure performed on (B)(6) 2020. Reportedly, the implantation site was examined with eus doppler prior to deploying the stent. According to the complainant, during the procedure, the hot axios cautery was unable to puncture the site despite multiple attempts. Reportedly, the electrocautery appeared to function normally but the axios device would not penetrate the tissue. Bleeding was noted at the puncture site. The patient was given adrenaline and hemostatic clips were deployed to address the bleeding. The patient was admitted to the intensive care unit (ICU) due to the bleeding. Reportedly, the patient was discharged from the ICU and the patient's current condition was reported to be okay.

Manufacturer narrative:
Block b5 has been updated with the additional information received on september 14, 2020 and september 17, 2020. Block b7 has been updated with the additional information received on september 14, 2020. Block h6: patient code 1888 captures the reportable event of hemorrhage. Problem code 1198 captures the reportable event of cautery delivers energy intermittently. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the outer sheath kinked near the black marker. Functional evaluation was performed to verify the continuity between the rf connector and distal rf electrode with a multimeter; the hot axios presented with intermittent electrical issue. An electrical test was also performed on a section between the cooper wire after the laser weld section and the monopolar plug; within this section there was electrical continuity noted, while intermittent continuity was detected on the wire section between the section found on the sheath and the tip. A destructive inspection was necessary to open the handle and check the copper wire connection to the monopolar plug; no issues were noted in the connection. No other issues with the stent and delivery system were noted. The reported event of cautery delivers energy intermittently was confirmed as an intermittent electrical issue was found during the electrical inspection. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. The complainant reported that major bleeding was noted at the puncture site; the dfu notes "minor or excessive bleeding requiring intervention" as possible adverse events. It is likely that the kink noted in the outer sheath could have caused the intermittent electrical failure during the procedure, which along with the patient condition (hepatitis b, chronic liver disease, alcohol excess, diabetes, necrotizing pancreatitis and superior mesenteric vein thrombosis) could have contributed to the hemorrhage reported. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated and/or the technique used by the physician could have caused the physician to feel resistance while applying force, limited the performance of the device and contributed to cautery delivers energy intermittently and the kink observed on the outer sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on august 21, 2020 that a hot axios stent was to be implanted in a transgastric position to treat a walled off pancreatic necrosis (wopn) during a stent placement procedure performed on (B)(6) 2020. Reportedly, the implantation site was examined with eus doppler prior to deploying the stent. According to the complainant, during the procedure, the hot axios cautery was unable to puncture the site despite multiple attempts. Reportedly, the electrocautery appeared to function normally but the axios device would not penetrate the tissue. Bleeding was noted at the puncture site. The patient was given adrenaline and hemostatic clips were deployed to address the bleeding. The patient was admitted to the intensive care unit (ICU) due to the bleeding. Reportedly, the patient was discharged from the ICU and the patient's current condition was reported to be okay. Additional information received on september 14, 2020 and september 17, 2020. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2020 and was discharged on (B)(6) 2020. Reportedly, there is no plan for a second stent procedure and the patient's wopn was managed conservatively by monitoring for further symptoms and was discharged from the hospital on (B)(6) 2020.